Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/l with symptoms of drowsiness and thirst. The patient had stopped using the pump until they received a replacement device. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter was unable to review the pump history at the time of the call. Animas has attempted to contact the reporter to gain additional information regarding this alleged issue, but has been unsuccessful. If additional information is acquired, a supplemental report will be filed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07/05/2017 with the following findings: the last bolus delivery was a 9.30u ezbg normal bolus on (B)(6) 2017 at 20:59. The last basal delivery was on (B)(6) 2017. The pump¿s black box showed a replace cartridge alarm on (B)(6) 2017 at 18:38; deliveries resumed at 19:50. A temp basal program was run on (B)(6) 2017. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. No alarms or delivery interruptions occurred during the testing. The alleged issue could not be duplicated.